Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. On an unknown date, the patient was treated with fluconazole tablet (200 mg, once a day and ongoing) for peritonitis. At the time of this report, the patient remained hospitalized but was recovered from the event. Seven days after the event onset, the catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis thrice a week. No additional information is available.